Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. Because this issue was previously reported under a separate complaint, and the service manual suggests replacing the drive manifold for persistent intermittent maintenance required codes, the stm replaced the drive manifold and the drive manifold insulator to resolve any issues. All calibration, functional and safety tests were passed per factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during use , the cs300 intra-aortic balloon pump (iabp) generated "maintenance required codes #1 and 3" error messages. It was later reported by the biomed staff that maintenance required codes 1 and maintenance required code #3 were intermittent and appeared on separate occasions on the same patient over a matter of days. There was no patient harm and no adverse event was reported.